Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was further reported that the patient underwent revisionary procedure on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that patient underwent vaginal mesh removal on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, bleeding and dyspareunia.

Manufacturer narrative:
It was reported that patient underwent incisional hernia repair w/bard monofilament mesh on (B)(6) 2004 due to incarcerated incisional hernia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.